Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2017-00120.

Event description:
It was reported that two screwdrivers would not hold a pedicle screw rigid during the surgery. The surgeon held the distal end of the screw with his hand while installing it to ensure it was installed at the proper trajectory and location. There were no reports of patient impacts associated with this event. This is report two of two for this event.

Manufacturer narrative:
The screw driver was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions for use.